Event description:
Affiliate reported that after four days the microsensor could not be detected. As a result the surgeon removed the device. Treated the patient with mannitol. Patient is being monitored in the hospital.

Manufacturer narrative:
Upon completion of the investigation the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: sealant discolored and lifting at sensor area. Severe kink in catheter material 12.2cms from connector strain relief. Catheter received in a drainage tube. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 10/14/11. Based on the above evaluation the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.